Event description:
It was reported via repair work order that the power cord was broken with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was broken with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by disposing of the unit in this investigation, and sending the customer a replacement.